Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative upon investigation of the actual device of this incident, it was determined that the pyxis was running slower than normal. A technical support specialist (tss) remoted into server and malwarebytes did not appear in programs and features. Server uptime was at 3218 hours, sent customer email recommending a server reboot. Awaiting date/time from customer and no response after multiple attempts. The technical support specialist investigated the issue and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ran slower than normal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ran slower than normal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.